Event description:
The manufacturer received information alleging a "ventilator service required¿ error message. The device is being returned 3rd time for service with the same issue. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator service required alarm indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. The device's flow sensor was replaced to address the issue. The device passed full testing.